Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02125 for the other associated device information. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were used during a bronchoscopy procedure in the left main stem bronchus for a malignant 5.5 cm stricture, performed on (B)(6), 2010. According to the complainant, the lesion was predilated, and then when the stent was deployed approximately 75%, the deployment suture became tangled on itself. A loop of the suture was perpendicular to the deployment catheter inside the patient, and as the suture was pulled, a knot formed near the partially deployed stent. The partially deployed stent and catheter were removed from the patient. A second ultraflex was advanced over the jagwire guidewire into the airway. However, the patient's anatomy prevented the physician from being able to properly position the stent and cross the lesion. The complainant reported that the patient anatomy was tortuous and the stricture was very tight. At the physician's discretion, the procedure was aborted at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(Stent, difficulty crossing lesion).the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.